Event description:
It was reported that during the pta treatment procedure, the tip of the 6f mach I guide catheter became separated from the catheter shaft. The guide catheter was advanced into the right renal artery. A 0.18 thruway guidewire was advanced to the distal tip of the guide catheter when resistance was encountered. The guidewire was pulled back approximately 3 cm and advanced, again encountering resistance. The guidewire was pulled back a second time and the distal tip of the guide catheter became separated from the shaft. The catheter tip became lodged in the mesenteric artery. Attempts to retrieve the tip were unsuccessful. The procedure was stopped. The patient was monitored and remained stable for 48 hours following the procedure. A renal procedure was successfully completed four days after the initial procedure.